Manufacturer narrative:
Updated grids.

Event description:
It was reported there was a system failure and the device was not able to receive signals.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.